Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
Updated: b5, added MDR code a1409, removed MDR code a13.

Event description:
It was reported that customer experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.